Event description:
Reference number (B)(4) event occurred in the united states it was reported that patient faced four infusion set cannula kinked event on (B)(6)2024, (B)(6)2024, (B)(6)2024 and 30-dec-2024. The event occurred within three hours of insertion. The insertion site was abdomen. The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR(B)(4) device 3 of 4